Event description:
The customer reported that their device would not power on. The customer indicated that they have tried more than one newer battery with the same results. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer advised physio-control that after purchasing a new replacement battery, the device still exhibited the same power failure. Physio gave the customer the option of replacing the device due to the age of the device. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.